Event description:
It was reported to manufacturer, by facility; (B)(6), per facility, the sleep deck bearings to the back section on a u770 bed broke causing the back section to drop. There was a patient in the bed with a cervical collar on at the time of incident. Customer stated minimal injury to the patient i.e., in a little more pain at this time. Another cat scan in scheduled. Pictures were sent by facility for manufacturer to review. (B)(4) was entered to get bed back for evaluation. Facility will not release bed in question so manufacturer will be sending in (B)(4) our service team into facility to do inspection of bed and take pictures.